Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that while in use the ventilator generated an light emitting diode (led) failed error code. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 8feb2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the power management board and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 29apr2019. A power management (pm) board assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.